Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery failed alarm or additional insulin pump error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that recurring insulin pump failed self test. The customer¿s blood glucose level was 150 mg/dl. Customer was running self test when the alarm was set off. Customer stated that contacts on battery cap was not missing, damaged, or corroded. Customer also stated that the insulin pump had battery failed alarm. The insulin pump will not be returned for analysis.